Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. For troubleshooting, the customer was advised to reconnect the hdmi cable, power down and then restart the system which resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed black images on capturing. The issue occurred during a colonoscopy procedure while the patient was under sedation and the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.